Manufacturer narrative:
On 01/20/2016 03:41 pm (gmt-5:00) added by (B)(6): we are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). On 01/20/2016 03:17 pm (gmt-5:00) added by (B)(6): a device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. It was stated that the device is being returned however at this time we have not received it.

Event description:
Balloon had leak and blood went into pump. (B)(4). , which reported: the customer stated that the iabp unit was alarming "check iabp catheter" and then they noticed blood in the catheter. The customer stated that the patient harm was emotional distress, but no other injury or harm was reported. They did not have any patient details at the time of the call. The unit was removed from the patient and replaced with a known working unit. There was no adverse event reported. They have requested a kit to return the iab. Emotional distress to patient reported by customer.